Event description:
The customer reported to philips healthcare that the heartstart xl sync markers do not appear to be displayed on the correct area of the qrs waveform. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.